Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report # 2916596-2021-05887. It was reported that the patient's modular cable was very difficult to remove from their system controller. The red button appeared to be stuck. After many tries and significant force the ventricular assist device (vad) coordinator was able to disengage the modular cable. The modular cable and the system controller were exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed for the system controller (serial #: (B)(6) ) and the system controller was found to pass all manufacturing and qa specifications before being shipped to the customer on 08feb2018. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. ¿when taking a shower, the patient must shield all external components from water by placing them into the water-resistant shower bag¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of the red release button being stuck was confirmed. The system controller (serial #: (B)(6) ) was returned for analysis and a log file was downloaded for review with events spanning approximately 2 days (23sep2021, 29sep2021). The driveline was disconnected for a system controller exchange on 23sep2021 at 13:32:23. There were no other notable events active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing. The red release button was stuck and hard to touch and press down. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The system controller was opened to further investigate the stuck red release button. Upon opening the system controller, green fluid ingress was observed, and some fluid was hardened on the housing. The bulkhead connector was removed, and upon removal it felt slightly adhered to the housing due to the observed fluid ingress. The bulkhead connector was reinstalled, and the red release button was slightly easier to push but still felt sticky from the fluid. The root cause for the reported event was conclusively determined to be due to fluid ingress in the system controller. No further information was provided. The manufacturer is closing the file on this event.